Event description:
An intubated infant was not harmed when the ventilator monitor screen went to all vertical (dashed - - -) lines and stopped ventilating (no air was coming from the vent at all). There were no vent alarms seen or heard. The vent was removed from service and per the manufacturer's request, was sent to the manufacturer for repair. The manufacturer's service technician noted that the user interface module's (uim)touch screen has dried water streaks/spots as if the uim was cleaned with a really damp cloth. The tech set up the vent and tested it, but could not duplicate problem. The lcd flow cable was suspected as the probable cause of the uim flickering and/or multiple colored vertical lines on the lcd. As a precautionary measure, the uim was replaced. The issue of the unit stopping ventilation was determined to be a separate issue possibly caused by the control pcba. The issue of no alarm was isolated to a damaged capacitor (which had enough continuity to pass testing up until the recent failure of no alarm). With repairs completed, the unit passed an operational verification test and was returned and placed back in service.